Event description:
The customer reported that the heartstart xl would not charge or stay powered on with ac power. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.